Event description:
A patient undergoing crrt with a prismaflex m100 set had an estimated blood loss of 152 ml when the blood in the extracorporeal circuit was not returned to the patient when the replacement pump segment became disconnected from the set at the beginning of the treatment. The prismaflex alarmed and the blood leak was found immediately.